Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 80mg/dl fasting pm. The customer¿s expected fasting pm blood glucose test result range is 126-146mg/dl. At the time of the call, the customer feels well and did not report any symptoms. Customer stated that she had been lightheaded that morning. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 121mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The customer's test strips are expired: manufacturer¿s expiration date is 03/31/2021. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.